Event description:
It was reported that the customer had a button error on her insulin pump. Her blood glucose was 400mg/dl at the time of reporting, which was treated with manual injections. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during testing. The device had cracked reservoir tube lip, minor scratched lcd window, and cracked battery tube threads.